Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device stopped infusing after error 351.6660.0.

Event description:
It was reported that a norepinephrine infusion at 0.03 mcg/kg/min stopped without a "calibration needed" alarm after the error 351.6660.0 was displayed. The nurse in attendance during the event noticed immediately, and moved the syringe over to the next syringe pump to restart the infusion again. Get the drip infusing again. Once the blood was administered with improvement in the patient's blood pressure, it was decided to remove the affected pump but in doing so would again interrupt the continuous infusion. The pump was quickly removed and attached to another syringe pump, and the infusion was restored. An "occlusion" error message appeared when a restart was attempted and the new syringe pump subsequently displayed "needs calibration". The syringe was moved to a new pcu with an open syringe pump, and once restarted, there were no further issues. The blood pressures remained stable with the lowest observed at 90/50 with a mean of 60. This file represents the first syringe pump. (File 1 of 2)

Manufacturer narrative:
Additional information added to: the customer¿s report of error code 351.6660.0 was confirmed through a review of the syringe module error logs; however it was not replicated during testing. A channel error will interrupt the infusion in progress on that channel; all other channels continue infusing. No issues were observed during external inspection of the syringe pump. During internal inspection, one of the split nuts was found to be damaged. No other issues were observed during internal inspection. Review of the pcu event logs confirmed at the time of the 351.6660 channel error the ¿syringe calibration required¿ message appeared on the pcu screen and the message was confirmed by the user. The customer had reported that the system did not alarm for "calibration needed¿. Syringe module accuracy testing was performed, and the pump was within specification. The returned syringe module device was set-up for a test infusion and allowed to infuse in excess of 48 hours. No alarms or malfunctions occurred during the test infusions. Alaris system maintenance was also used to perform testing of the concomitant pcu device for audio. The device alarmed as required during testing. The probable cause was determined to be the result of worn split nuts leading to the reported channel error.